Manufacturer narrative:
Additional information was received for this case: a talent bifurcate was previously implanted in this patient. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft was implanted in a patient for the endovascular treatment of a 31 mm aorto iliac aneurysm. It was reported that the patient had an enlarged left common iliac artery and loss of seal in the left common iliac artery. During the reintervention procedure the left internal iliac artery was embolised and an endurant limb etlw1610c124e was extended into the external iliac artery. The event has been resolved through successful exclusion of the iliac aneurysm. The physician attributed the cause of the event to disease progression causing loss of seal. No additional clinical sequelae were reported and the patient is fine.